Manufacturer narrative:
Implant date - 10 years since 1st implant. Device was not returned to boston scientific.

Event description:
It was reported that the patient experienced recurring incontinence. The artificial urinary sphincter (aus) was removed. A new aus device consisting of 5.0cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event.

Manufacturer narrative:
Implant date - 10 years since 1st implant.

Event description:
It was reported that the patient experienced recurring incontinence. The artificial urinary sphincter (aus) was removed. A new aus device consisting of 5.0cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.